Event description:
The pt underwent a pelvic floor repair in 2005. In 2006 the pt presented iwth 1 x 1.5 cm midline mesh exposure on the anterior wall, 4cm proximal to the urethral meatus. It was also reported that the pt has had a persistent malodorous vaginal discharge since the surgery. The pt has been scheduled for srugery to excise the exposed mesh in 2006.

Manufacturer narrative:
Exposure of the mesh can occur for a variety of reasons such as inadequate mucosal clusure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy: others require resection in the office of the operating room. Exposure is a risk with use of any foreign material.